Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model pcb00v +23.5 diopter) was inserted into the patient's operative eye but one haptic broke and remained in the injector. No further information was provided.

Manufacturer narrative:
Based on new information received, the original lens with serial number, (B)(4), could not be implanted due to defect. The second lens with serial number, (B)(4), with broken haptic was implanted instead. Explant or iol (intraocular lens) replacement was not performed however, it was noted also that there were no sutures needed and no vitrectomy performed as there is no patient complication. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/5/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The pcb00 device was observed under the microscope and scarce amount of viscoelastic was observed in the cartridge. One haptic was observed detached and stuck in the cartridge and overrode by the plunger. There were no assembly errors, no visible gap and no defect observed in the preloaded device related to the manufacturing process. The condition of the returned samples was consistent with a product that was handled and prepared for surgical process. The customer's reported issue was verified. Due to the condition of the returned device, the complaint could not be related to the manufacturing process, it could be related to the handling process. Therefore, a product quality deficiency was not identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.